Event description:
It was reported that the pt underwent a sling procedure, and six days post operative the pt experienced vomiting. An exploratory laparotomy was performed, and it indicated a bowel preforation related to distorted pt anatomy (the bowel was adherent to a portion of bone).